Manufacturer narrative:
An event regarding fractured ps post involving a triathlon ps insert was reported. The event was confirmed. Device evaluation and results: material analysis of the device indicated that the post of the triathlon #4 ps insert 11mm broke in fatigue with the fracture starting on the posterior surface and progressing in an anterior direction. Damage from contact with the femoral component was observed on the anterior side of the post. Burnishing, scratching and third-body indentations were observed on the articulating surfaces of the insert and are commonly identified damage modes on uhmwpe inserts. No material or manufacturing defects were observed during this examination. Medical records received and evaluation: clinician review of this case indicated combined femoral and tibial baseplate malposition resulting in an oblique joint line of some 5 degrees has contributed to an overload condition in the post/cam mechanism of the ps arthroplasty resulting in a fatigue fracture after 6-years. Device history review: DHR review for the reported lot determined that the device was manufactured and packed to specification. Complaint history review: complaint history review confirmed that there have been no other similar events for the reported lot. Material analysis of the device indicated that the post of the triathlon #4 ps insert 11mm broke in fatigue with the fracture starting on the posterior surface and progressing in an anterior direction. Damage from contact with the femoral component was observed on the anterior side of the post. Burnishing, scratching and third-body indentations were observed on the articulating surfaces of the insert and are commonly identified damage modes on uhmwpe inserts. No material or manufacturing defects were observed during this examination. Clinician review of this case indicated combined femoral and tibial baseplate malposition resulting in an oblique joint line of some 5 degrees has contributed to an overload condition in the post/cam mechanism of the ps arthroplasty resulting in a fatigue fracture after 6-years. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
A patient underwent a knee surgery, with implantation of a triathlon ps. On (B)(6) 2016 a revision has been performed due the breakage of the insert (post).

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
A patient underwent a knee surgery, with implantation of a triathlon ps. On (B)(6) 2016 a revision has been performed due the breakage of the insert (post).